Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Customer stated that she had unexplained high blood glucose for one day prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.